Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, during which fraying on the lead was observed. The physician determined that the fraying was due to the use of a non bsc antibiotic pouch on the ipg. The physician opted not to revise the paddle lead at this time and removed the existing pouch from the pocket prior to implanting the new ipg. The patient was reported to be doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8116700 model: sc-8116-70 serial: (B)(6) batch: 112444 UDI: ((B)(4) this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-registration lead upn: sc-2148-50 model: sc-2148-50 serial: (B)(6) batch: 108375 UDI: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Product family: scs-registration lead upn: sc-2148-50 model: sc-2148-50 serial: (B)(6) batch: 107263 UDI: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, during which fraying on the lead was observed. The physician determined that the fraying was due to the use of a non bsc antibiotic pouch on the ipg. The physician opted not to revise the paddle lead at this time and removed the existing pouch from the pocket prior to implanting the new ipg. The patient was reported to be doing well postoperatively. The explanted device was not returned.